Manufacturer narrative:
Concomitant medical products: unk boston scientific ICD. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shocking impedance on the right ventricular (rv) lead was low with impedance values indicated to have been ~0 ohms and inner insulation damage was suspected to have cause a short between the rv and svc coil. The lead remains in use. No patient complications have been reported as a result of this event.